Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hemolysis occurred during use with a bd vacutainer® k2 edta (k2e) 10.8 mg blood collection tubes. The following information was provided by the initial reporter: it is reported customer is experiencing hemolysis.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure hemolysis, because the defect was not evident in the testing of the retention lot samples. All tubes demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that hemolysis occurred during use with a bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes. The following information was provided by the initial reporter: it is reported customer is experiencing hemolysis.